Event description:
It was reported that, "extension piece disassociated from hip stem male taper."

Manufacturer narrative:
The unk definition pm hip stem was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported disassociation. An eval of the reported devices cannot be performed as the devices were not returned to the MFR. Add'l info pertaining to the devices referenced in this report (including x-rays and medical records) was requested. Should devices or add'l info become available, the eval summary will be submitted in a supplemental report.